Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had a crack. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube threads, battery compartment, belt clip rails, and blank display. Also, the functionality of the pump was affected. The customer reported that the battery cap contacts and battery compartment springs are not damaged. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for display issues, and the customer stated that the no damage to the battery cap contacts. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1 / force sensor / motor / harness assembly vibrator]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and cracked belt clip rails. Alleged blank display not confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on [pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1]. Unable to download history files and traces using [thump] due to flashing medtronic logo. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and cracked belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.